Event description:
It was reported that a glidewire was passed during the procedure and caused a perforation of the thyroidal artery. It was recognized but appeared stable so the physician continued with the stenting. Towards the end of procedure, the pt complained of neck pain and difficulty of swallowing. The pt rapidly deteriorated and arrested. Emergency/aggressive measures were done. The pt could not be intubated and a cricothyroidotomy was performed to restore airway. The pt was given oxygen. The pt later underwent hypothermia protocol. During hospitalization in 2005, the pt experienced a stroke.